Manufacturer narrative:
Analysis of the returned device identified: wear abrasion, crease fold, opening on posterior brown and yellow particles device inner surface and red particles in fill channel. Leak test and microscopic analysis was performed which identified: opening crease sharp, opening crease smooth and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening, and a smooth crease opening on posterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.